Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 180 mg/dl. The customer reported that the alarm occurred during prime sequence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test due to detached end cap. Insulin pump was received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.